Event description:
It was reported that pump experienced malfunction with malf 0 code and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer received guidance on pump reset and no further action was required from technical support.